Event description:
It was reported that a patient presented to the emergency room due to unknown reason. Device interrogation revealed r-wave amplitude variation and high capture thresholds on their right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient condition was stable during and after the procedure.

Manufacturer narrative:
Further information was requested but not received.